Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle on a bd saf-t-intima IV catheter safety system came loose from the butterfly and started flowing up into the tube. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this occurrence. According description the customer needle is breaking off during use. This product has 2 components. A stylet wire and a needle. This last has an area called ¿notch area¿. Its function is to detect flash back and if, during use this part is stressed, could cause the reported defect. DHR for lot number 7083680 was reviewed and no qns or other events were related to the complaint stated by the customer. Material 383313 with lot number 7083680 was manufactured on march 31, 2017. According to sampling plan applied for product performance, this lot was accepted and released. During DHR review the qa tech takes 635 samples to visual inspection by (stylet and needle bent), no defects were found in final assembly. During DHR review the qa tech takes 5,000 samples to visual inspection by (stylet bent, needle bent and missing component etc). Additionally all functional test meets specification criteria requested during manufacturing. Without defective sample or photo for us is very difficult to determinate the root of cause for this reason we were not able to associate the reported defect to the mfg. Process. No CAPA was opened since this issue could not be confirmed as manufacturing related.